Manufacturer narrative:
(B)(4) is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer), and(B)(4) (the importer). (B)(4). Multiple attempts to the facility to obtain additional information have not been successful. The volumetric accuracy was tested three times at a rate of 598.4ml/hr and a volume of 318.8ml with results as follows: 1st test: 322ml or 102% of expected volume in 32 minutes, 2nd test: 326ml or 102% of expected volume in 32 minutes, 3rd test: 325ml or 101% of expected volume in 32 minutes. The pump operated within specification. It was noted in the pump logs that three air-in-line alarms n same day of incident. The pump alarm was then tested. After each volumetric accuracy test, a .3ml air bubble was inserted into line with a resulting air-in-line alarm. Incoming pump air bubble was set to .3ml. The pump operated within specification. The pump's operational log was reviewed. On (B)(6) 2013 the pump was turned on at 16:53:38. At 16:53:51 the infusion was started with the rate of 150ml/h. At 17:13:50 the infusion completed with 50ml infused or 100% expected volume. The pump automatically switched into kvo (keep vein open mode) at 17:13:50. The pump turned off at 17:14:08 and back on at 17:46:36. At 17:46:55 the infusion was started at the rate of 262.3ml/h. At 18:38:22 the pump stopped due to an air-in-line alarm with 225ml infused or 100% of the expected volume. At 18:39:50 the infusion restarted at the same rate of 262.3ml/h. At 18:47:39 the infusion completed with 36.9ml infused or 100% expected volume the pump automatically switched into kvo mode at 18:47:39. At 18:47:57 the kvo mode was stopped. At 18:47:59 the infusion was started at the same rate of 262.3ml/h and came to stop when the air-in-line alarm was on at 18:48:49. A total of 7.9ml infused or 100% of expected volume. The pump was turned off at 18:50:02 and was turned back on at 18:51:33. At 18:52:05 the infusion was restarted at the new rate of 598.4ml/h. At 19:24:03 the pump was turned off with 318.8ml infused or 100% of expected volume. The pump was not used for the rest of the day. Based on the results of this investigation, the pump operated as intended. No conclusions can be made regarding the cause of the event. All available information has been forwarded to the device manufacturer, if additional pertinent information becomes available, a follow up report will be submitted.

Event description:
(B)(4).